Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp reported the replacement had a satisfactory outcome and there were no more shocking sensations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they were still experiencing shocking. They had been working with their surgeon to test different settings, but it had not been working. The surgeon did not know what else to do. The patient was looking for an additional hcp that may be able to help or remove the ins. The patient provided a different date of (B)(6) 2016 as the date they began feeling the shocking. They stated that they never directly spoke to a rep about it, but on (B)(6) 2017 they spoke to their surgeon and they spoke to a rep around that date. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their implantable neurostimulator (ins) was just replaced and they are having shocks in the lower quadrant of their stomach. They went for their post-op on (B)(6) 2016 and the healthcare provider (hcp) turned stimulation down so it was producing less shocks, but the therapy was not working as well. Prior to the ins being turned down, it was helping significantly. The shocks were enough to jar them and they were happening daily, usually 10-20 times per day. It usually goes on for a while until the patient shifts positions. They notice it when sitting, driving and laying down, but does not notice it when standing. They wanted to know if they knew how to resolve the shocking. There were no reported traumas or falls related to the issue. There was no emi or medical procedures related to the issue. It was later noted that the shocking did not occur when it was originally implanted, they did not turn the ins on right away and they did not notice the shocking until they go home. On (B)(6) 2016 a manufacturing representative (rep) further reported the patient feels shocking. They did not know the location of the shocking sensation. Troubleshooting suggestions were reviewed with the rep. The rep would follow up with the hcp. The ins was indicated for gastric stimulation.

Manufacturer narrative:
Patient codes (B)(4), device code (B)(4), and evaluation code (B)(4) applied to leads (B)(4) and (B)(4) are no longer applicable to this event. After additional file review it was determined that the lead perforation was associated with a separate event and was captured in rr 3004209178-2017-02033. The leads are no longer reportable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review of the event determined that the report of the lead perforation to the stomach wall, is no longer applicable to this event. It is associated with separate existing event and the information was sufficiently captured in rr 3004209178-2017-02033. This event is no longer reportable for serious injury, however it is still reportable for malfunction. The event outcome noting "intervention required" is no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reviewed and it was determined that the mention of the hcp performing an interrogation and an endoscopic exam, showing a lead perforation of the stomach wall, was not associated with this event. This information was sufficiently captured in rr 3004209178-2017-02033. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider (hcp) reported that to troubleshoot they tried interrogation and the patient had an endoscopic exam. It was found that the lead was perforated through the stomach wall. Surgery was performed to replace the leads and the generator. It was noted that the shocking had been resolved.